Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for implant of a pacemaker. During the procedure the device was exposed to electrocautery, which triggered the device to go into backup vvi mode. The device was restored to normal functioning by reprogramming. The patient would continue to be monitored with regular follow-up.